Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event becomes available. Orthofix (B)(4) has requested further information on the event such as device batch number, patient information (weight and height), and the device availability for the technical evaluation. This information has not yet made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: n/a; date of initial surgery: (B)(6) 2018 ; body part to which device was applied: forefoot; patient's information: year of birth (B)(6), male ; problem observed during: into treatment/post-operative ; type of problem: device functional problem. Event description: "fracture of the threaded rod for attaching the pins to the ring fixator in the forefoot area when patient was lying in bed at rest postoperatively. A small new surgery was necessary but no negative consequence for the patient." The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with the device; a replacement device was immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure: it was postoperative; an additional surgery was required: performed on (B)(6) 2018; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: fine. Further information received from the distributor on (B)(6) 2018: the new intervention for the replacement of the broken bolt was performed without a new anaesthesia. Manufacturer reference number: (B)(4). Distributor's reference number: 1.

Manufacturer narrative:
Analysis of historical records: it was not possible to capture the lot number from the portion of the device returned. Therefore, it was not possible to perform the verification of the historical data. Technical evaluation: the returned portion of the device, received on december 20th, 2018 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check confirmed that the threaded rod is broken due to torsional overload. The dimensional check, performed where possible, did not evidence any anomalies. The functional check, limited to the returned portion, confirmed that the threaded portion is functioning properly with m6 x 1 hex nut. It was not possible to perform a complete functional check, as one part of the bolt is missing. Medical evaluation: the information made available on the case with the outcome of the technical analysis was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a male patient of 39 years had just received an operation for a correction on his forefoot, and a wire fixation bolt, 54-1152 broke in situ while he was still in bed. It was replaced on the same day, presumably by removing the broken bolt, replacing it with a new one and re-tensioning it. A second anaesthetic was not required, and I expect that the patient was still sedated from his operation. I agree with the findings of the technical analysis, that the bolt broke because of excessive torque." Final comments: the results of the technical investigation confirmed that the device was originally conforming to orthofix specifications. The threaded rod was broken approximately in the centre of the bolt. The threaded portion was probably broken by the application of an excessive torque to lock it to the ring. Orthofix would like to inform that, by design, the torque necessary to properly lock the wire onto the ring is significantly lower than the torque that causes the seizing of the nuts on the bolt. However, repeated operations of tightening and loosening during the procedure may gradually damage the connection and lower the mechanical strength. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) balgrist. Surgeon name: n/a. Date of initial surgery: on (B)(6) 2018. Body part to which device was applied: forefoot. Patient's information: year of birth 1979, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "fracture of the threaded rod for attaching the pins to the ring fixator in the forefoot area when patient was lying in bed at rest postoperatively. A small new surgery was necessary but no negative consequence for the patient." The complaint report form also indicates: the device failure had no adverse effects on patient; the surgery was completed with the device; a replacement device was immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure: it was postoperative; an additional surgery was required: performed on (B)(6) 2018; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: fine. Further information received from the distributor on 16 november 2018: the new intervention for the replacement of the broken bolt was performed without a new anaesthesia. Manufacturer reference number: (B)(4).